Manufacturer narrative:
System monitored; no further alerts; case closed. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that kv-out-of-range error; possible tube arcing on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.